Event description:
No further details.

Manufacturer narrative:
Initial MDR 3005580113-2019-00715 was inadvertently sent listing the incorrect manufacturer. Follow up 1 MDR 3005580113-2019-00715 has been sent listing the proper manufacturer as a correction.

Manufacturer narrative:
Common name and pro-code "unknown". (B)(4).

Event description:
According to the initial reporter, "a 20 mm 12 cm fully covered evolutions stent is placed above the les to minimize the risk of stent distal migration. The stent is now successfully deployed. Unfortunately, the stent migrated into the stomach 2 day after stent deployment."